Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis but has not yet been received.

Event description:
As reported, the saber rx 3mm 30cm balloon ruptured before it reached its nominal pressure. There was no reported injury to the patient. This was a pta case. The lesion was the right superficial femoral artery. A cross-over approach was made. A non-cordis guidewire crossed the lesion. The device will be returned for evaluation. Additional information was requested; however, the information could not be obtained.

Event description:
As reported, the saber rx 3mm 30cm balloon ruptured before it reached its nominal pressure. There was no reported injury to the patient. This was a pta case. The lesion was the right superficial femoral artery. A cross-over approach was made. A non-cordis guidewire crossed the lesion. The device will be returned for evaluation. Additional information was requested; however, the information could not be obtained.

Manufacturer narrative:
As reported, the saber rx 3mm 30cm balloon ruptured before it reached its nominal pressure. There was no reported injury to the patient. This was a pta case. The lesion was the right superficial femoral artery. A cross-over approach was made. A non-cordis guidewire crossed the lesion. Additional information was requested; however, the information could not be obtained. The product was returned for analysis. A non-sterile saber rx 3mm30cm 155 percutaneous transluminal angioplasty (pta) balloon catheter was received for analysis inside a plastic bag. Per visual analysis, no anomalies or damages that could cause the reported balloon burst were observed. Functional testing was successfully performed on the received saber rx 3mm30cm 155 unit. A lab sample inflator/deflator device partially filled with water was attached to the inflation lumen of the unit and positive pressure was applied. The balloon was instantly inflated. Next, negative pressure was applied, and the saber rx 3mm30cm 155 was immediately deflated as expected. No damages or anomalies were observed during functional analysis. Neither dimensional analysis, nor microscopic analysis were performed due to no anomalies found on the unit received for evaluation. A product history record (phr) review of lot 82246561 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ was not confirmed through analysis of the returned device. The exact cause of the reported event could not be determined as the device passed functional analysis. The balloon was inflated with no burst or leaks noted and without any issues to the balloon. Therefore, based on the information available for review, it is difficult to draw a clinical conclusion between the device and the event reported by the customer as no anomalies were noted on the device. According to the warnings in the safety information in the instructions for use ¿the balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Event description:
As reported, the saber rx 3mm 30cm balloon ruptured before it reached its nominal pressure. There was no reported injury to the patient. This was a pta case. The lesion was the right superficial femoral artery. A cross-over approach was made. A non-cordis guidewire crossed the lesion. The device will be returned for evaluation. Additional information was requested; however, the information could not be obtained.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot xxxx presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.